Event description:
It was reported that during a laparoscopic gastric band procedure the port applier would attach the port hooks to the fascia. Opened a replacement port applier and case was completed. No patient consequences reported.

Manufacturer narrative:
(B)(4): attempts have been made to have device returned. Location of device unknown.

Manufacturer narrative:
(B)(4). Upon visual/ functional evaluation, it was noted that port applier was returned fully functional.a review of the product's instruction for use (IFU) was performed, and detailed information is provided within the IFU to the placement of the port. It was also noted that if appropriate fixation cannot be accomplished by the integrated fastening hooks, the velocity injection port can be secured in place with sutures using the three holes visible through the actuator ring in the port. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.